Event description:
Procedure type: vats. According to the rptr: the staple cartridge misfired the firing sequence. The staples were not formed at all on the middle of the firing sequence on the tissue. The reload looked as though it formed properly on the first squeeze because there were staples left on the reload where no tissue was being stapled. The second squeeze was malformed and the surgeon is unsure of the final squeeze of the stapler. Another wedge had to be taken from the lung to close off the opened staple line. There was no significant blood loss or any other action taken.

Manufacturer narrative:
(B)(4).